Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully retracted and clogged with blood/body fluids. Electrical testing found no indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies. The reported events of low sensing and elevated threshold were unable to be confirmed.

Event description:
During the implant procedure, low sensing and high threshold were noted on the atrial lead. The lead was explanted and replaced. The patient was in good condition with no adverse consequences.